Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures. Customer¿s blood glucose level was 542 mg/dl. The customer addressed their bg with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).